Manufacturer narrative:
Concomitant medical devices: as part of system: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that they had overstimulation and jolting sensation with their previous device. The device was removed in (B)(6) 2016. It was noted that there had been a fluoroscopic evaluation and interrogation as troubleshooting related to the overstimulation and jolting sensation. It was noted that the cause for the overstimulation and jolting sensation was malposition of the leads. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.